Event description:
It was reported that patient underwent a right total knee arthroplasty on (B)(6) 2013 and a left total knee arthroplasty on (B)(6) 2013. Subsequently, a revision procedure occurred on (B)(6) 2015 for the left side due to valgus angulation resulting from malpositioned components. The tibial bearing was removed and exchanged.

Event description:
It was reported that patient underwent a right total knee arthroplasty on (B)(6) 2013 and a left total knee arthroplasty on (B)(6) 2013. Subsequently, a revision procedure has been indicated for the left side due to valgus angulation resulting from malpositioned components; however, no revision has been reported to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, it states, "malalignment of the components or inaccurate implantation can lead to excessive wear and/or failure of the implant or procedure." And under possible adverse effects, number 12 states, "valgus-varus deformity."